Event description:
Co received the report that a total of five blood leaks occurred in 3 pts shortly after start of dialysis. The total blood loss is 30cc plus the amount of blood that was in dialyzers, since the blood was not returned to the pt. Priming volume of this dialyzer is 114cc and it is supposed that the total blood loss would be approx. 140cc. The pt is well. Co could not obtain the detailed info on each pt.